Manufacturer narrative:
Eval: the device will reportedly not be returned to cardiac surgery for investigation. A lot history review was performed on this device, and there are non-conformities that could have contributed to the reported failure mode. A supplemental report will be submitted if add'l info is obtained. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt (blunt tip trocar) valve on the vasoview 6 evh system short port would not stay depressed. The hospital opened an accessory kit to complete the case. There were no reported patient effects. The product was discarded.